Event description:
During the autologous blood salvage procedure the tubing connection to the waste bag came apart and the perfusionist was accidentally exposed to the blood waste product. There was no injury to the perfusionist. The autologous transfusion set was replaced and the procedure continued wihtout further incident.